Event description:
A fasely elevated troponin I result of 0.92 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was repeated on an alternate methodlogy and result of 0.04 ng/ml was obtained. The same sample was re-tested on the original instrument and a result of 0.85ng/ml was obtained. Sequential sample was tested on an alternate methodology and on the same instrument and results of 0.04 and 0.88 ng/ml respectively were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The falsely elevated troponin I result was caused by heterophilic antibody interference.